Manufacturer narrative:
Act button responded properly. No flattened button dome switch or unlock on lcd keypad connector noted. The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump act button is unresponsive, noticed while making an attempt to bolus. The customer's blood glucose was 400mg/dl; treated manually gave themselves insulin with reservoir using plunged. The customer was advised the device will be replaced and revert to back up plan.